Event description:
Diaphragm was not inserted correctly in the baxter percutaneous sheath introducer kit, allowing for back flow of blood. Discovered prior to procedure, all product pulled and returned to MFR.